Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. It was also discovered that there was insufficient angulation which was presumed to have been caused by excessive stress. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope had defective albaran lever. The device was returned for evaluation. During the device evaluation, the foreign material was found in connecting tube and in forceps elevator & plastic distal end cover had residual liquid. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, the lever mount forceps control lever doesn't move smoothly due to damage, and no color was observed on the air water cylinder. The knob wire forceps lever produces noise due to deformation, and the pipe protecting forceps elevator wire forceps lever also makes noise due to damage. Additionally, the angle wire shows wear, causing a deviation in the bending angle to the left that doesn't meet the standard value. The bending tube is deformed, and scratches were detected on the grip and switch box. Furthermore, the universal cord exhibits coating peeling, and there is corrosion around the forceps elevator. Considering the findings from the annual inspection, certain parts must be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.